Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The scrub tech reports that during a laparoscopic cholecystectomy when cauterizing the liver bed, an event occurred outside the body, at the connection of the monopolar cord to the instrument. She describes a loud noise, sparks flying, and damage occurring at that connection. She reports there was no ignition of the surgical drapes and no harm to the pt.